Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence and an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, and reloaded a new cartridge. Troubleshooting was performed multiple times with tandem technical support. A replacement pump was sent to the customer to resolve the issue and the customer reverted to an alternate form of insulin delivery. Customer¿s blood glucose level was 146 mg/dl.